Manufacturer narrative:
Sections with additional information as of 24-feb-2021: d10: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA's method, result, and conclusion codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer states he used all the test strips and threw out the vial, customer will send back the meter. Note: manufacturer contacted customer on a follow-up calls on 21-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially called for training on performing a blood test since new using the product. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using the meter. The customer¿s expected non-fasting blood glucose test result is in the 200's mg/dl (exact result not provided). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the blood glucose test results. The product is not stored according to specification (stored in the kitchen). The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is 12/29/2020. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).